Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon "intermittent image" occurred due to a faulty video connector. A root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during the transurethral resection of the prostate in saline (turis) procedure, the video system center had horizontal lines in the image due to a defective video connector. The procedure was completed using the same set of equipment. The patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation of horizontal lines in the image due to a defective video connector was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.